Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
Note: this report pertains to third of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that a third clip misdeploy. The procedure was completed with a different model. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on april 20, 2025. H6 has been updated to code clip unable to open deeming this a non-reportable scenario, due to additional information received on april 20, 2025.

Event description:
Note: this report pertains to third of seven resolution 360 clip used during the same procedure. It was reported to boston scientific corporation that a resolution 360 clip was used in an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that a third clip misdeploy. The procedure was completed with a different model. There were no patient complications reported as a result of this event. Additional information received on april 20, 2025: it was clarified that the main problem of the device was the clip would not open. The anatomy location was in the esophagus.